Manufacturer narrative:
Gtin :(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Received orally from rep: event occurred intra operatively, new certas plus valve would not flow. A new valve was opened to complete the procedure. No delay, no adverse effects.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the position of the cam when valve was received was at setting 3. The valve was visually inspected, no defects were noted. The valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. Review of the history device records confirmed the valve product code 82-8804pl with lot ctkb0r, conformed to the specifications when released to stock in 31st august 2015. No root cause could be determined with the valve, as no occlusion was noted. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.